Event description:
When a matrix standard-3d coil was being repositioned, it stretched within the microcatheter. No complications with the patient were reported to have occurred as a result of this event.